Event description:
It was reported that pump displayed cartridge alarm 20 and that similar cartridge alarms occurred with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin method if necessary. Customer declined an out-of-warranty loaner pump.